Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A review of the receiving inspection (ri) for viper prime insert drive tube was conducted identifying that lot number mf4293001 was released in a single batch. -batch1: lot qty of (B)(4) units were released on april 12, 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the viper prime insert drive tube (p/n: 286750034, lot #: mf4293001) was returned and received at us customer quality (cq). Upon visual inspection, there were scratches and nicks all over the device but have no impact on the device functionality. No other issues were identified with the returned device. Functional test: functional testing was performed at us cq. The viper prime inserting shaft (p/n: 286750031) was able to assembled to the insert drive tube with no issues but there was resistance observed during disassembly. The deformation on the coupler would have contribute to a device interaction issue. The coupler was investigated along with the viper prime inserting shaft investigated. Can the complaint be replicated with the returned device? Yes dimensional inspection: no dimensional inspection was performed as the issue was identified with the mating device and no issues with the drive tube were observed that could have caused the complaint condition. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed -viper prime inserter modular drive tube complaint confirmed? Yes. Investigation conclusion the complaint condition was confirmed for the viper prime insert drive tube (p/n: 286750034, lot #: mf4293001). There is no indication that a design or manufacturing issue has caused the complaint condition. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The instrument(s) was not returned and instead the investigation will be done based on the supplied image(s). The image(s) was reviewed and the complaint condition could be confirmed as the image provided shows some deformation of the devices, however, unable to disassemble the devices could not be determined from the photos. As the instrument(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during inspection, the disassembly of the viper prime screwdriver was difficult to disassemble. Post-disassembly, it was discovered that there was abrasion on the sleeve and shaft. No patient or procedure involvement reported. This report is for one (1) viper prime insert drive tube. This is report 2 of 2 for (B)(4).